Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surrpise and refractive change over time. Due to refractive surprise and refractive change overtime, the lens was removed and replaced intraoperatively for a same length lens. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visual damage to the lens. Dimensional and functional inspection found the lens to be within specification. H4 - device manufacture date: 20-dec-2023. Corrected to 17-dec-2023. Claim # (B)(4).